Event description:
It was reported that the patient lost therapy approximately 4 months ago. Reportedly, ipg was inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored.